Event description:
Review of the article "matching of xen®45 and preserflo¿ microshunt cases: outcomes of a 3-year follow-up" from the journal plos one noted the following events "average number of glaucoma medications required after 3 years was 0.9; 17 eyes had hypotony; 18 eyes required one filtering bleb revision; 17 eyes required needling; 1 eye required an open bleb revision; 7 eyes required two filtering bleb revisions; 12 eyes required pressure-lowering interventions; 4 eyes required cyclophotocoagulation; 1 eye required canaloplasty; 2 eyes underwent istent implantation; 4 eyes required trabeculectomy; 2 eyes underwent revision/new implantation; 1 eye required argon laser trabeculoplasty; 1 eye had fuchs' dellen requiring conjunctivoplasty; 2 eyes had transient choroidal effusion; 1 eye had the shunt dislocate into the anterior chamber; 1 eye had the shunt dislocate under the conjunctiva; 1 eye showed distortion of the shunt immediately postoperatively and a week later fractured at the distal end without functional impairment; 1 eye showed a kink in the shunt which functioned well through year 3" devices remain implanted.

Manufacturer narrative:
Clarification to d.6a.: implantation between 2014 and 2015. Article citation: cemre altas, et al. ¿matching of xen®45 and preserflotm microshunt cases: outcomes of a 3-year follow-up.¿ plos one, vol. 20, no. 10, 31 oct. 2025, pp. E0335080¿e0335080, https://doi.org/10.1371/journal.pone.0335080. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events are known potential adverse events addressed in the product labeling.